Event description:
According to the information received from an end user, the catheter leaked. The balloon was tested prior to be catheter being placed. After placement, it was noted that it was pierced. The catheter was taken out and replaced by a new one. No clinical consequence reported.

Manufacturer narrative:
After receiving this complaint with lot 4045905, following receipt of a device with this lot number, a review of the complaint system was conducted and it was noted that no other complaints had been reported to date on this lot n°. Coloplast received a used catheter with a burst balloon; however, the details printed on the catheter read "1.5ml-4170699" (other number lot that description). Following receipt of a device with this lot number, a review of the complaint system was conducted and it was noted that no other complaints had been reported to date on this lot n°. Checking the documentation process revealed that the finished product aa61061002 (lot n°4170699) was made in october 2014 with a lot of (B)(4) pieces. The complaint of a burst balloon can be confirmed following analysis of the returned device. The issue of balloon burst is known. Based on the above, this complaint is confirmed as a product defect. Complaint rate for balloon bursts remains within the defined range.